Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a slow helium leak. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they cleaned the helium regulator, replaced the o-ring, calibrated the helium transducer, tightened the helium tank, inspected the helium line fittings. The unit passed the helium leak test and the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a slow helium leak. There was no patient involvement.